Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material in the forceps elevator. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated h6 medical device problem code and investigation findings code. The foreign material could not be identified based on the provided information. Based on the provided information, the foreign material remaining after reprocessing was presumed to have deviated from the IFU.